Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem resets.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger/modem reset. Upon evaluation, the u13 8-bit cmos flash micro-controller was defective. The cause of the resets is the defective u13 component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the corrupted component.